Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
Following balloon angioplasty with a scoreflex nc balloon in the severely calcified lesion in the circumflex and obtuse marginal (om) artery, residual stenosis remained in the proximal om artery. Wire exchange was performed using a viperwire advance guide wire and teleport microcatheter. Three treatments for 25 seconds each were performed on low speed. The diamondback 360 coronary orbital atherectomy device (oad) was removed. An attempt was made to advance intravascular ultrasound (ivus) but could not cross the lesion without guide support. Ivus was removed. An attempt was made with advance a 7fr telescope for additional support, while inserting the telescope and wire guide position was lost. At this point, the patient's blood pressure began to drop due to bleeding from the groin access site. The patient was moved to the operating room for surgery to have a 1-2 vessel bypass and cutdown to address the bleeding at the groin access site.